Event description:
The physician wanted to use a scuba device to treat a lesion in the subclavian artery. The stenotic lesion was approx 15cm long. The device was inspected prior to use with no abnormalities noted. The lesion had been pre-dilated. During insertion of the device into the sheath slight resistance was encountered. No resistance was encountered when advancing the device onto the guide wire or through the haemostatic valve. Resistance was however encountered advancing the device to/across the target lesion. When the stent reached the artery it was noted that the stent had moved on the balloon. The stent did not dislodged in vivo. The device was removed and the procedure completed with the same sized device. No patient complications were reported. Device evaluation the scuba device was returned for evaluation with the stent still mounted on the balloon but it had moved distally approximately 2mm from the proximal marker band. Crimp marks were evident on the surface of the balloon.

Manufacturer narrative:
(B)(4) - related to operational context (resistance during insertion). Unapproved use of the device (device used in subclavian artery). Evaluation conclusion: operational context caused or contributed to event ( resistance encountered during insertion). Off label use, unapproved use (device used in subclavian artery).